Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) shutdown. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to reproduce the reported issue, he left the unit testing for three days with a test balloon and a trainer. A supplemental report will be submitted when additional information is provided. The full name of the initial reporter that is abbreviated is (B)(6).

Event description:
N/a.

Manufacturer narrative:
The getinge field service engineer has reported that the iabp unit pumped for three (3) days without an issue. Subsequently, the fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.